Manufacturer narrative:
Concomitant medical products: product ID: 37791, serial#: unknown, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that since implant she had trouble keeping the recharging in place to charge the ins. The patient reported that a manufacturer¿s representative (rep) suggesting trying adhesive discs. Additional information was received from the patient on 2019-01-02. The patient reported that the circumstances that led to the trouble keeping the recharger in place was that she had trouble since getting the device with the antenna and stimulator moving. The patient reported that she lost full charging signal strength. The patient reported that a manufacturer¿s representative (rep) suggested using the adhesives disc as the belt didn¿t work for her. No further complications were reported.

Manufacturer narrative:
Concomitant medical products: product ID: 37791, product type: recharger. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reported that the internal stimulator moved under her skin. The patient reported that she was using adhesive discs. The issue was resolved. No further complications were reported.